Manufacturer narrative:
Other applicable components are: product ID: 37791, product type: recharger.

Event description:
A healthcare provider (hcp) via the patient reported seeing error code 375 on the implantable neurostimulator recharger (insr), indicating antenna failure. A replacement antenna was sent to the patient. Additional information received the day after date notified from a friend or family member of the patient reported that the patient hasn't received a replacement antenna and that stimulation is off. It was stated that the patient's tremors are extremely bad and they need the recharger to work. Indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.